Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade iii capsular contracture, and deflation post procedure. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 525cc mentor smooth round moderate profile saline breast implant experienced right sided baker¿s grade iii capsular contracture, and deflation post procedure. The patient noticed that the implant was shrinking, and seen by the surgeon and surgery scheduled. As a result patient had the implant replaced with another implant with cat #: 3501685, and capsulectomy on (B)(6) 2020.

Manufacturer narrative:
Suspect device was received on (B)(6) 2020. Device evaluation completed on (B)(6) 2020: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the posterior view. A tear was also observed within the crease/fold, measuring approximately 0.1 cm. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).